Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after receiving an occlusion alert on the device while using a steel 6 mm contact/detach infusion set. The agent instructed the patient to disconnect from the infusion site and inspect the length of the tubing for kinks, air bubbles, or blockages, and the patient reported that no obstructions were found. The agent then guided the patient to access the cartridge menu and attempt a fill tubing only process; however, insulin drops were not observed and an ¿unable to proceed¿ message appeared. The agent recommended replacing all supplies and walked the patient through a complete supply change, including preparing a new infusion set and cartridge, removing and discarding the previous infusion set, cartridge, and connector, rewinding the device, installing the new cartridge and connector, filling the tubing, applying the new infusion set, and filling the cannula. The patient confirmed that insulin delivery had resumed successfully. The agent advised the patient to monitor blood glucose levels over the following 30 to 45 minutes and to watch for any additional alerts. Blood glucose levels were reported as not affected at the time of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.